Event description:
It was reported that a remote review of this pacemaker was requested as there were concerns of farfield oversensing on the right atrial (ra) channel of this pacemaker. Technical services (ts) reviewed the data and noted that the oversensing appeared to result in inappropriate atrial tachy response (atr) mode switching. The results were reviewed with the health care professional (hcp) for further evaluation. This device remains in service. No adverse patient effects were reported.